Event description:
According to the initial information received, a 38mm amplatzer septal occluder (aso) was implanted and released but the patient's inferior rim was found to be insufficient. The patient was referred to surgery to explant the aso and surgically repair the atrial septal defect. No adverse patient effects were reported.

Manufacturer narrative:
The aso was returned in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded into and deployed from a test loader without any deformities. The device was returned within specifications. Our investigation was unable to confirm the performance described at implant and we are unable to fully reproduce all of the variables associated with this event, including the laboratory environment or contributing patient factors. Our investigation concluded the device met specifications during analysis and prior to implant.

Manufacturer narrative:
Device analysis: sjm could not evaluate the product involved in this event since it was not returned to us. Note, the distributor returned the box to us, however, the box was empty and the device is presumed lost. During manufacturing, this device underwent a series of inspections and tests to confirm proper size and function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Conclusion: the results of this investigation are inconclusive because the product was not returned for analysis. Should the product become available at a later date, we will reopen our investigation.